Event description:
The pt was scheduled for a radiofrequency nerve ablation using cooled radiofrequency technique. Upon attempting to connect the probe wire connection to the rf generator adapter coupler, it was discovered the probe wires male coupler connector was keyed differently than the rf generators female adapter coupler. No harm to pt.